Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer current blood glucose level was 384 mg/dl. Saturday night her sensor glucose was at 49 mg/dl and her dexcom but her blood glucose was 81 mg/dl. The next morning when she woke up, she was in the 400 mg/dl. This morning she was at 107 mg/dl so she had some cereal. Shortly after, her blood glucose went up to 551 mg/dl. Customer blood glucose was not coming down after boluses. The customer was declined to troubleshooting. The customer was treated with manual injection for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did not used to auto mode feature at the time of event. Customer was alleging insulin pump was under delivering because customer boluses but there blood glucose was not come down. The device will not be returned for analysis.